Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs reports revealed several transient decreases in power consumption and estimated flows have been logged since (B)(6) 2020 and no alarms have been logged within the analyzed period. Information received from the site indicated that the patient was admitted with a subtherapeutic international normalized ratio (inr) and had complaints of ongoing headaches and dehydration. A few days later, the patient became obtunded due to mycotic aneurysms and a hemorrhagic cerebrovascular accident (cva). Head computerized tomography (CT) scan revealed five areas of bleeding. Anticoagulation was held and the patient was taken to the operating room for embolization for the bleeding. Post embolectomy neuro evaluation stated that the patient would not return to previous function. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the hvad instructions for use, infection, bleeding, neurological dysfunction, and death are known potential complications associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infections. Of note, it was reported that the patient's history of chronic bacterial driveline infections most likely caused the mycotic aneurysms. Possible factors that may have led to the event include but are not limited to, the patient¿s pre-existing history of driveline infections and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the cause of death. Investigation of this event is pending and a supplemental report will be sent upon its completion. The cause of death was collected during a review of patient records with the healthcare facility.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to a hemorrhagic stroke. The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs reports revealed several transient decreases in power consumption and estimated flows have been logged since (B)(6) 2020 and no alarms have been logged within the analyzed period. Information received from the site indicated that the patient was admitted with a subtherapeutic international normalized ratio (inr) and had complaints of ongoing headaches and dehydration. A few days later, the patient became obtunded due to mycotic aneurysms and a hemorrhagic cerebrovascular accident (cva). Head computerized tomography (CT) scan revealed five areas of bleeding. Anticoagulation was held and the patient was taken to the operating room for embolization for the bleeding. Post embolectomy neuro evaluation stated that the patient would not return to previous function. The patient's care was withdrawn and the patient subsequently expired. The cause of death was due to hemorrhagic stroke. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection, bleeding, neurological dysfunction, and death are known potential complications associated with the implantation of vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infections. Of note, it was reported that the patient's history of chronic bacterial driveline infections most likely caused the mycotic aneurysms. Possible factors that may have led to the event include but are not limited to, the patient¿s pre-existing history of driveline infections and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted the cause of death was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with a subtherapeutic international normalized ratio (inr) and had complaints of ongoing headaches and dehydration. It was noted that the patient had a flat waveform on the log file report. A few days later, the patient became obtunded due to mycotic aneurysms and a hemorrhagic cerebrovascular accident (cva). It was also reported that the patient had a history of chronic bacterial driveline infections and most likely caused the mycotic aneurysms. Head computerized tomography (CT) scan revealed five areas of bleeding. Anticoagulation was held and the patient was taken to the operating room for embolization for the bleeding. Post embolectomy neuro evaluation stated that the patient would not return to previous function. The patient¿s family elected to withdraw care and the ventricular assist device (vad) was turned off. It was further reported that the patient subsequently expired. An autopsy was not performed.